Event description:
It was reported that there was accelerated battery drain for this pacemaker device. The patient was planned to have this device replaced. No further information was provided. Additional information received indicated that this device was explanted and successfully replaced after the device had reached end of service. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that there was accelerated battery drain for this pacemaker device. The patient was planned to have this device replaced. No further information was provided.

Manufacturer narrative:
The returned pacemaker device was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that there was accelerated battery drain for this pacemaker device. The patient was planned to have this device replaced. No further information was provided. Additional information received indicated that this device was explanted and successfully replaced after the device had reached end of service. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.